Manufacturer narrative:
Analysis found that there was something sticky on the battery contact chips and the device was sensing low. As a result the battery contact chips were cleaned and the device was calibrated. The device then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator would not power on. It was returned for service. No patient complications have been reported as a result of this event. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Additional analysis information: the complaint was confirmed. There was no sensing issue, only contaminated battery contacts, no other findings. If information is provided in the future, a supplemental report will be issued.